Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed in the tubing. The customer's blood glucose level was 179 mg/dl. Reportedly, the customer successfully removed the bubble by priming the tubing using the fill tubing feature.